Event description:
On (B)(6) 2010, patient reported he is having some issues with his down arrow button on the infusion device not functioning properly. Patient stated he noticed the issue while he was attempting to deliver a bolus. Patient reported the button was not functioning properly this morning. Patient stated the button pops back out after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.